Manufacturer narrative:
H.6. Investigation summary: two photos and four 3ml syringes were received and evaluated. Three of the syringes were in fully sealed blister packs confirmed to be from batch 0041393 (p/n 305060) and one was loose. It was observed the plunger and stopper were observed to be at 1ml grad line with what appeared to be clear liquid droplets in the fluid path. An insecure stopper condition was observed to be present in the syringe, which was rejectable per product specification. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 0041393 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. A potential root cause for the insecure stopper defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 0041393 is considered in compliance with our product specification requirements.

Event description:
It was reported that syringe 3ml ll w/ndl 18x1-1/2 blunt fill stopper was separating from the plunger. This was discovered before use. The following information was provided by the initial reporter: material no: 305060. Batch no: 0041393. It was reported that rubber stopper/plunger piece dislodging upon draw.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3ml ll w/ndl 18x1-1/2 blunt fill stopper was separating from the plunger. This was discovered before use. The following information was provided by the initial reporter: material no: 305060 batch no: 0041393. It was reported that rubber stopper/plunger piece dislodging upon draw.